Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02178. It was reported the patient felt heating at her ipg site while charging. It was reported the sjm representative plans to meet with the patient and replace the charging system. No further information is available at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting number: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.